Manufacturer narrative:
The complaint details state the following: "one of our v12 stents had its balloon burst during inflation. The burst occurred instantly after the doctor attempted to inflate. The doctor attempted to inflate to the recommended 8 atm. We used another balloon to fully seat the stent and the case was successfully completed with only a minor delay". Additional information provided indicates that this device was used in conjunction with an aortic endograft. The device in question was not returned and no images of the device were received. The complaint cannot be confirmed. Answers to questions received back include that the balloon was able to reach 8atm. This pressure is the noted nominal deployment pressure of the stent as indicated on the product label. This would indicate that the stent was able to be deployed fully. A fevar procedure includes the use of an aortic endograft where the advanta v12 stent would be placed through the fenestration of the endograft. As with many endograft on the market there are fixation barbs that anchor the graft into the aorta. There is a possibility that the balloon made contact with one of the fixation barbs of the endograft but is speculative. A review of the device history records going back to the balloon subassembly level shows that there were no non-conformances noted and the product met all quality and performance requirements. Based on the review of the device history records there is no indication that a design, manufacturing specification, test method, manufacturing process, equipment or raw material was the cause of the complaint. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. Based on the details of the complaint and investigation results the complaint cannot be confirmed. There is no evidence to conclude that the advanta v12 was at fault or manufactured with a defect that would have lent itself to the balloon rupturing or leaking during the procedure. Based on the results of the investigation the most probable root cause is operational context, as it is possible the balloon was damaged due to use in conjunction with the endograft.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Additional information: a2 and a3.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Report received stated that a v12 stent had its balloon burst during inflation. The burst occurred instantly after the doctor attempted to inflate. The doctor attempted to inflate to the recommended 8 atm. We used another balloon to fully seat the stent and the case was successfully completed with only a minor delay. No patient injury reported.